Event description:
It was reported that the meter remote device is calculating inaccurate bolus amounts and that the results are different than when the same calculation is completed in the pump. The patient reported the following example: on (B)(6) 2012 he said that he entered his blood glucose (bg) of 200mg/dl into the meter remote ezbg calculator, his target bg is 150mg/dl, and the bolus calculator suggested 4.10 units; he claimed this amount was too high. He said that when he entered the same information into the pump ezbg calculator, the suggested dose was 1.0 unit; he said that this amount was correct. The patient reported that the issue with the meter remote began on (B)(6) 2012. He confirmed that he monitored all suggested boluses and re-entered the data into the pump if he thought the calculation was incorrect. The patient denied any bg excursions related to this issue. The patient reviewed the pump history and settings with customer technical support and confirmed that all settings in the pump and the meter remote are correct. He stated that the pump and meter remote are correctly paired, and that no communication issues have been observed on the devices. The patient denied the presence of alarms in the history and there have been no cancelled boluses. This complaint is being reported because of the allegation that the meter remote inaccurately calculated suggested bolus doses. Although the patient did not receive an incorrect amount of insulin, an over or under delivery could occur if another user did not monitor the suggested doses and correct them as needed.

Manufacturer narrative:
The alleged malfunction is not likely to result in and adverse event for the following reasons. The user's guide repeatedly instructs patients that the bolus calculation is to be viewed as a recommendation only. The pump and meter remote are designed intentionally with a bolus delivery feature by which the patient is required to input the desired bolus based in part on the dosage recommendation prior to delivery. The use of the bolus calculator is one of the optional advanced features of the pump. The health care provider prescribes and programs this feature, and instructs the patient how to use it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2012-device evaluation: the meter remote has been returned and evaluated by product analysis on 03/22/2012 with the following findings: a review of the meter settings confirmed the insulin to carbohydrate ration was set to 1:15. The meter sensitivity factor was found to be set at 50. Using the patient settings, an ezbg bolus for a bg of 200 mg/dl was calculated, and the meter correctly calculated the appropriate bolus amount of 1 unit. A test pump was programmed with the same settings as the meter, and the pump also correctly calculated the appropriate bolus amount. A review of the total daily dose history confirmed that the basal and bolus deliveries were correctly reflected in the pump histories. There were no insulin delivery interruptions or pump malfunctions observed in the black box. There was no defect found on investigation; the complaint could not be confirmed or duplicated.